Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the bezel was cracked by both display latch hasps and therefore the bezel shield assembly was replaced and the stylus and overlay were calibrated. It was further noted that the programmer failed light-emitting diode control test "c" functional test and the link electronic module (lem) was replaced and calibrated. The software was also reconfigured, reloaded and updated. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.